Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that an onetouch lancing device holder was damaged. The complaint is based on the customer service representative's (csr) documentation. The patient tests her blood glucose at least four times a day. At 6 pm on the day before, the patient reported noticing a damaged lancet holder and claimed that she was not able to test her blood sugar after that. As a result of the alleged issue, the patient reportedly did not make any changes in her diabetes management. At an unspecified time after the reported meter issue began, the patient reported developing symptoms of "shakiness, sweating and felt like she was going to pass out" and reportedly did not seek medical interventions or treatment as a result to the alleged symptoms. This was not a new out of box product and there was no trauma on the product. This complaint is being reported because the patient claimed that she developed symptoms suggestive of hypoglycemia after the alleged meter issue began. In addition, the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan has requested the return of the subject lancing device for evaluation, but has not yet received it. If the lancing device is returned, lifescan will evaluate it and, if the lancing device does not pass inspection, lifescan will inform FDA of the results in a supplemental report.